Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experience buried bumper syndrome. On (B)(6) 2018, it was reported that the a new stoma site was made and peg-j tube was replaced.

Manufacturer narrative:
Reference record (B)(4). Additional information added to sections event.

Event description:
Additional information received. The stoma did not close, there was exudate and redness noted around the stoma site. The physician prescribed antibiotic augmentin. The patient is scheduled to see a wound care specialist.

Event description:
Additional information received. The patient was hospitalized for revalidation but had a urinary infection. It is planned to put stomach staples to seal the fistulas of the old gastrostomy that have never healed since september.

Manufacturer narrative:
Reference record (B)(4). Additional information added to event section.